Event description:
It was reported that the patients battery was sticking out when the patient will lean forward. The physician believed that there were no evidence of skin erosion and infection, but the battery was superficial. The patient underwent an ipg reposition procedure. All devices were remained implanted, and nothing will be returned. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patients battery was sticking out when the patient will lean forward. The physician believed that there were no evidence of skin erosion and infection, but the battery was superficial. The patient underwent an ipg reposition procedure. All devices were remained implanted, and nothing will be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last month from date manufacturer was made aware.